Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high threshold and high impedance. There were no other electrical anomalies noted. The lead was capped and replaced on (B)(6) 2017. The patient tolerated the procedure well and would be followed normally.

Manufacturer narrative:
This supplemental report is to correct the initial MDR which did not stated for helix issue. Added a statement of ¿it was noted that during the procedure, the helix was not fully extended¿ to describe event or problem. Device code has also been added to make correction.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high threshold and high impedance. There were no other electrical anomalies noted. The lead was capped and replaced on (B)(6) 2017. It was noted that during the procedure, the helix was not fully extended. The patient tolerated the procedure well and would be followed normally.